Event description:
It was reported that during a robotic low anterior resection, the device was used to create the anastomosis. The device fired and felt right, and broke through the washer. The surgeon stated anastomosis looked great, did a bubble test with saline and no bubbles were present. The case was completed. A week later, the patient presented with abdominal pain. The surgeon's partner had to go in and stated the anastomosis had totally fallen apart.

Event description:
Additional information was requested on (B)(4) 2011, (B)(4) 2012, but to date, no more information has been received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. Customer will not release additional information: we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.